Manufacturer narrative:
(B)(4) d10: 110036368,lot y18aad0605,biomet bc r 1x40 us, 141232,biomet cc cruciate tray 67mm,lot j7548277, 183006,vanguard cr ilok fem-rt 62.5,lot j7615026, 183422,vngd cr tib brg 12x63/67,lot 65860478, 11-150825,bmet arcom ap pat w/wire 28mm,lot 66776976, 414-702,clearmix single/double 10pk,lot 32565. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient developed pain and suffering and mechanical symptoms in the right knee following a total knee arthroplasty. No intervention has been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.